Event description:
It was reported that during the implant procedure, the pulse generator header had difficulty accepting the lead. The lead was able to be secured and the device was implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.